Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The patient was reportedly having severe problems relative to spasticity, had some concerns about the condition of the baclofen system and was not satisfied with the way the neurologist was handling things. It was noted that the pumphad been working "quite well" up until 8 months ago. The patient reportedly experienced a sudden change in therapy effect within a week or two as the patient started experiencing severe spasticity throughout her body especially in the legs which were rigid and stiff and head and jaw tremors. The patient reportedly had had problems for a number of years with tremors and spasticity in the patient's legs, but all of sudden things changed significantly "a few months back." The reported only trauma or medical procedure was that the patient had a pressure sore that necrotizes the tissue on the ball of the left foot. It was noted that the inflammation from the pressure sore may affect the patient in some kind of way and had been treated in a responsible way and was on its way to healing. The patient's healthcare professional (hcp) had seen the patient on a "couple of occasions" and had bumped the patient's medication three times. The caller believed that the patient was getting "200" per day and was up to the "mid 4's" at the time of report. It was noted that, other than once, they had not seen any additional changes from the dosage increases. The caller reported that the patient does physical therapy and was curious if the catheter had dislodged. One dye study had reportedly been performed approximately 5 or 6 months prior to report, and another one had been done "a couple" of months ago. During the first dye study, the radiologist was reportedly having difficulty in knowing what to do and the manufacturer's representative was standing with the radiologist "pointing to the screen" with the conclusion that the pump was working properly and dispensing properly by way of the catheter. The patient's spasticity coverage remained unchanged. The patient's hcp then increased the dosage but both the hcp and the patient were reportedly disappointed that it didn't make a difference as the patient was still very rigid and spastic. The hcp thought that maybe something was missed in the first d ye study so another one was scheduled. The hcp and the manufacturer's representative attended the dye study which showed that the system was "working okay." Some blood work was ordered at this time and the patient's white blood cell count was lower than what the hcp was comfortable with. The patient had been taking an injectable medicine subcutaneously called beta seron to help with slowing or halting the of the inflammatory process of the patient's multiple sclerosis. The hcp had the patient cease using the beta seron. It was noted that this "dials back" the immune system. The patient's last refill was on (B)(6) 2014 and the hcp had the medication, but did not have an infusion kit so the hospital was called. The pump was interrogated and refilled at that time. The hcp wanted the patient admitted to northern colorado rehabilitation hospital as he was baffled and thought that troubleshooting would help the patient's speech issues, head and jaw tremors, and leg spasticity to determine if surgical additional of another catheter was appropriate. The caller stated that the hcp was going to have the patient admitted but that they had heard back form the hcp since (B)(6) 2014 and were concerned for the patient's wellbeing. The patient's pump was intended to infuse baclofen. Additional information was requested to determined the interventions and patient outcome.

Event description:
Information reported that following the first of the dose increases previously reported, the patient experienced some increased flexibility.